Event description:
In surgery, the doctor use stryker spine product spine product which named reflex-hybrid 2 level acp size 34 mm. The yellow locking pieces out of plate. So, the plate cannot be used.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.